Event description:
It was reported while unloading a patient at the hospital the stretcher began to roll with the incline of the ground and the second safety bail did not engage with the hook resulting in the head end of the stretcher lowering from the ambulance. The strecher remained upright and the patient denied any injury as a result. The medic crew was able to raise the stretcher to a level position and the remainder of the transport was completed without further incident.

Manufacturer narrative:
An authorized field technician was dispatched to the customer's location to conduct a visual and functional evaluation. After the evaluation, there were no observations of component malfunction or damage and the stretcher was operating as intended. The reported issue could not be confirmed. The reported slope of the ground could have contributed to the reported incident.

Event description:
It was reported while unloading a patient at the hospital the stretcher began to roll with the incline of the ground and the second safety bail did not engage with the hook resulting in the head end of the stretcher lowering from the ambulance. The strecher remained upright and the patient denied any injury as a result. The medic crew was able to raise the stretcher to a level position and the remainder of the transport was completed without further incident.